Event description:
The facility reported an overinfusion, with no patient injury or medical intervention required. The device was filled with 96ml of an unknown solution. Duration of infusion reported as 24 hours. Bolus feature not used. No additional information.

Manufacturer narrative:
Evaluation results: the sample was received empty by the failure analysis lab. A flow test of the sample revealed that it flowed within specification requirements. In addition to the flow test, visual inspection of the unit found that the imprint on the cover and flow restrictor was correct. The flow restrictor housing was disassembled so that the glass capillary and o-rings could be checked for any abnormal conditions that could potentially cause overinfusion. None were found. A batch review was completed and found no aberrances. This is an isolated occurrence. Review of the complaint history reveals no other reports have been received for this product lot number.